Manufacturer narrative:
This MDR is being submitted for correction of an error which was submitted in the initial MDR. D9 should have read "returned to manufacturer."

Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation showed that the returned unit passed all specific functional testing requirements, except for the lock having rotational movement. However, when the unit is properly positioned and put under pressure, the unit will function properly. Repairs team could not duplicate slippage. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or sub-optimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that there was a claim from a surgeon that the mayfield modified skull clamp (a1059) was slipping while adjusting to patient's skull. No patient injury or surgical delay has been reported.